Manufacturer narrative:
Type of investigation not yet determined/4118: acquiring information on status of the unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit experienced blood back into the drain. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information received on 06/15/2022. Corrected fields: b5, h3, h6 (health effect ¿ impact codes). Updated fields - b4, e1(site country), e2, e3, g2, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Investigation finalized on 02/28/2024: it was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit experienced blood back into the drain. No patient harm, serious injury or adverse event was reported. Getinge field service engineer (fse) evaluated the unit and upon investigation blood was seen in the purge line, safety disk, crm, and purge valve assembly. Replaced parts and performed a full system checkout. Equipment was functional and cleared for customer use. Unit cleared for clinical use.

Event description:
It was reported that during patient therapy, the cs300 intra-aortic balloon pump (iabp) unit experienced blood back into the drain. No patient harm, serious injury or adverse event was reported.